Event description:
Pt status post uss val construct levels l4 - 5 was discovered to have developed adjacent level degeneration at level l3 - 4 on an unk date. Pt was returned to operating room on (B)(6) 2012, surgeon removed all hardware with the exception of the titanium cages, and revised pt to competitor's hardware at l3 - l4. The hosp account discarded the hardware. This is 1 of 22 reports for this event.

Manufacturer narrative:
The device history records were reviewed and no relevant issues that would result in this product complaint were found. The investigation could not be completed, no conclusion could be drawn, as no product was received.